Event description:
This is ongoing with each dexcom g7 we've had. My son was diagnosed with t1d on (B)(6) 2025 and we have been through numerous dexcoms since due to major inaccuracies and signal losses. This is so concerning as he has a pump that treats him with insulin based off readings from the g7. There are times it says my son's glucose is 45 when he's 90-110 or 250 when he's 180. It often reads very far off from the 20% they say it may. There has to be something better than this.